Manufacturer narrative:
(B)(4).

Event description:
Additional information received; five weeks after treatment the patient reported blurred vision of the right eye and the optometrist noted irregular epithelium of the nasal cornea reporting recurrent corneal erosion. One month later an epithelial debridement was performed with an improvement in the uncorrected visual acuity.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis of the right eye one month post lasik treatment. The topical steroid was restarted, three days post onset the diffuse lamellar keratitis had resolved and the patient was reporting minimal light sensitivity. Additional information has been requested.